Event description:
It was reported that auxiliary control unit watchdog and primary audible alarm post events occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed it was in good condition with no appearance of any physical damaged. Customers reported issues were not duplicated the during power-up process. The root cause of the reported issues was not determined. Actions taken to mitigate the reported issue: no repair needed. Replaced speaker for preventive measure. Performed preventive maintenance and all functional testing which passed. A corrective and preventative action has been opened to address the reported issue.